Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result of 1.40 ng/ml on a 76 year old male patient with diabetes, hypertension and obesity. There was no additional patient information at the time of this report. Return product is not available for investigation. I-stat (B)(6) 2022 12h15 1.40 ng/ml 1, I-stat (B)(6) 2022 15h15 0.0 ng/ml 1 , I-stat (B)(6) 2022 17h39 0.0 ng/ml 3, lab (B)(6) 2022 12h15 15 ng/l(negative) 2. 1.4 ng/ml = 1400 ng/l. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 714258-00u: reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained product testing could not be performed as the cartridge lot expired prior to the customer's communication of the lot number. No deficiency has been identified for ctni cartridge lot a21337a.

Manufacturer narrative:
Apoc incident: # (B)(4).

Event description:
On 08-jul-2022, abbott point of care (apoc) recieved new information stating that patient results recieved previously were not the correct patient. Change from: method: I-stat, date: (B)(6) 2022, time: 12h15, result: 1.40 ng/ml, sample: (B)(6). Date: I-stat, date: (B)(6) 2022, time: 15h15, result: 0.0 ng/ml, sample: (B)(6). Method: I-stat, date: (B)(6) 2022, time: 17h39, result: 0.0 ng/m, sample: (B)(6). Method: lab, date: (B)(6) 2022, time: 12h15, result: 15 ng/l(negative), sample: (B)(6). Change to: method: I-stat, date: (B)(6) 2022, time: 02:13, result: 0.23 ng/ml, sample: (B)(6). Method: lab, date: (B)(6) 2022, time: ni, result: <30 (neg), sample: (B)(6). Method: I-stat, date: (B)(6) 2022, time: 11:20, result: 0.00 ng/ml, sample: (B)(6).